Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable pump for spinal pain. It was reported the patient's pump was alarming. The patient reported that they missed their last scheduled refill, which was supposed to be "last (B)(6)." The patient reported in (B)(6) or (B)(6) (2018) they heard the first pump alarm. The patient went to their healthcare provider and they silenced the alarm. The patient then reported around (B)(6) (2018) they heard the second alarm, stating they heard three to four beeps from their pump every ten minutes and it sounded like a tune. Patient services played the alarm sounds for the patient and the patient confirmed they heard the critical alarm. The patient stated that maybe they just wanted to have the pump taken out all together. The patient reported they could no longer see their previous managing physician. No symptoms were reported. Physician listings were provided to the patient. The patient reported they had dilaudid in their pump, and other drugs, but they did not remember the other drugs. However, the patient stated they probably did not have any drug in their pump currently. No further complications were reported or anticipated.